Manufacturer narrative:
The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that a customer fell and landed on their pump, which caused the display to become pixelated and show cracks and lines. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to read or interact with the pump, so technical support arranged to replace it. The customer reverted to a backup insulin pump for insulin therapy.